Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Visual inspection noted multiple cuts in the insulation, consistent with the reported damage generated during explant. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to re-extend the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this patient experienced chest pain and intercostal muscle stimulation a few days after right atrial (ra) lead was implanted. An echocardiogram revealed the pain was caused by an effusion. No perforation was observed via computerized axial tomography (cat) scan. To solve the issue, a physician attempted to reposition both implanted leads. During the revision, the ra lead helix was unable to be re-extended. As result, the physician cut the insulation of the lead to facilitate the implant of a replacement and the lead was extracted. No additional adverse patient effects were reported.